Event description:
It was reported that the patient may have experienced an overdose on (B)(6) 2012. The patient's symptoms were somnolence and being unresponsive. The patient dose was increased on (B)(6) 2012. Reporter stated that narcan helped the patient's symptoms temporarily. It was later reported on (B)(6) 2012 that patient's symptoms were not believed to be related to the pump as the patient started waking on her own. It was believed that the symptoms were caused by ''a change in the patient's body chemistry.'' The healthcare provider reported the patient had an elevated white blood cell count. The pump was interrogated and settings were reviewed. The patient was programmed to simple continuous, with dosing set at 3.5 mg/day at a constant rate infusion mode. It was then reported that the patient's dose was actually decreased on (B)(6) 2012 from 3.997 mg/day to 3.5 mg/day. Due to the conflicting information reported, it was unclear if it was a decrease or increase that the patient received on (B)(6) 2012. The patients personal therapy manager (ptm) bolus doses were 0.5 mg, with a 6 dose per day maximum, for a total possible max daily dose of 6.472 mg/day. The patient's status as of (B)(6) 2012 was reported as ''well, but is in pain today.'' The healthcare provider state that the patient ''thinks the pump is giving her boluses automatically.'' No further details were provided, as the healthcare provider did not feel comfortable giving out additional details on patient's status. The medication in the pump was morphine. Additional information had been requested, however, was not yet available at the time of the report.

Event description:
It was reported that the patient had an elevated white blood count on (B)(6), 2012 and was diagnosed with cellulitis at a later and non-specific date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.

Event description:
Additional information: it was reported by the healthcare provider (hcp) that it was believed that the patient was not overmedicated and there was not an overdose. The patient "rallied back on her own". The hcp stated that the hospital staff likely called the patient to the hospital too soon. It was reported that the cause of the event was due to elevated white blood cell (wbc) count and the event was unrelated to the pump, catheter, or programmer. The patient was hospitalized for the elevated wbc count. The follow-up physician reported that the dose was decreased by 12% per the primary physician. The physician was worried that the extended care facility that the patient was in was not giving the patient the care that she needed. It was also reported that the patient had developed a recurring infection and the patient had the infection at the time of the report. The patient had cellulitis. The extended care facility would not provide any further information on the infection. The hcp noted that the patient was an amputee.

Manufacturer narrative:
(B)(4).